Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the leads were found to be satisfactory.

Event description:
A report was received that the patient had fluid coming out from the midline incision. It was noted that patient was experiencing pain at the incision and had low grade fever. The patient was placed on antibiotics and underwent and explant procedure.